Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for implant procedure. Before attempting to implant the right ventricular lead, the physician felt that the helix did not fully extend. A different lead was implanted with no issues. The patient was stable before, during, and after the procedure.